Event description:
A mitek affiliate reported that a patient had a reaction 10 days after a menicus fixation. The affiliate reported that there was fluid build up in the area of menicus that the surgeon drained to relieve the pressure.